Event description:
It was reported that the patient experienced signs and symptoms of withdrawal and loss of efficacy with a significant increase in pain. Confirmed motor stalls and recoveries were noted in the pump event logs. No motor stall recovery was record following the last stall which occurred on the day of the report. The pump contained compounded baclofen, morphine sulfate and clonidine. The patient was hospitalized and the hcp planned to set the pump to minimum rate and cover with oral medications until replacement. The pump was replaced on (B) (6) 2010. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).